Event description:
The user facility reports within the last two months, upon removal of the licox bolt, the wing nuts broke. This has occurred with two patients. No injury was reported but intervention was required to remove the bolt from the patient's skull.